Event description:
A plasma pheresis center reported that following disconnection from an automated plasma pheresis procedure the donor experienced convulsions and vomiting. The donor hit their head and was moved (by walking) to the medical supervisor's office. The donor stated they felt better but complained their throat was sore from vomiting and their neck was sore. They denied any history of seizures or neck problems. Their family member transported them to a local emergency room where they were treated and released.